Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that while loading the cartridge with insulin, it was observed to be leaking at the septum area. Customer's blood glucose was within range (value not provided). Customer used another cartridge.